Event description:
A hospital in (B)(6) reported that one of the flexitubes of an opt314 optiflow junior nasal cannula was detached during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint opt314 optiflow junior nasal cannula was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that the right flexitube was detached from the base of the nasal cannula. Glue was present on the surface of the detached flexitube and inside the cannula joint. A lot check revealed no other complaints of this nature for lot number 130708. Conclusion: the detachment of the flexitube from the cannula tube joint is most likely to have been caused by an excessive pulling force; it was observed that the tube has been properly inserted into the cannula and sufficient glue has been found on the outer surface of the flexitube as well as the inner surface of the cannula tube joint. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is placed on quality hold for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: "do not stretch or crush tube." "Ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained." "Appropriate monitoring must be used at all times."